Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5ml saline syringe experienced a damaged plunger rod. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the package, the end of the device was found damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-08. Investigation summary : it was reported when opening the package the end of the product was found damaged. To aid in the investigation, one sample with no packaging flow wrap and one photo was provided for evaluation by our quality team. A visual inspection was performed and the top part of the plunger rod is damaged. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if the unit was not properly placed while applying the packaging flow wrap inducing the damage to the plunger rod. A device history record review was completed for provided material number 306594, lot number 1057953. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging flow wrapper process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd 5ml saline syringe experienced a damaged plunger rod. The following information was provided by the initial reporter, translated from chinese to english: when opening the package, the end of the device was found damaged.